Event description:
This rv lead was implanted on (B)(6) 2003 and was remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead has been exhibiting abrupt increase on impedance measurements. It was noted that about four months ago, 427 ohms increase was observed, from 400 ohms to 827 ohms. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).